Event description:
There was a revision to replace an anthem proximal humerus plate that was found broken post operatively.

Manufacturer narrative:
This report is being resubmitted for an incident that occurred earlier. The device was returned for evaluation. The plate appears to have fractured through the center of the superior polyaxial calcar hole and the center of the monoaxial calcar hole. Additional information provided that he patient underwent pretty aggressive physical therapy the week before the revision and the patient had reported pain. The failure is most likely not attributed to excessive in-vivo forces, nonunion, or delayed healing; however, no determinations could be made as to the cause of the reported issue. The following sections are been updated: b4, e1, h2, h6, h10.